Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) heart lead flex is out of mechanical specification. Battery release and lead flex cover are contaminated. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. One side bail and ring are missing.